Event description:
During a routine MRI exam of the rectum, the pt acquired a small "kissing burn" just between the thighs. The technologist was made aware after the scan from the pt and was assessed by the radiologist. The radiologist told the pt to get ointment if needed. The pt will then be followed up with each day for 3 days after the initial incident. FDA safety report ID # (B)(4).